Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an acl reconstruction, the ultrabutton suture broke during the deployment of the graft in the femur. The button was removed by making an incision into the skin laterally. The procedure was completed with a non-significant surgical delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
H10: h3, h6: a device deficiency was identified; however, the root cause of the reported event could not be determined since the device was not received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that that the suture must comply with usp knot-pull average tensile strength. A clinical review states that one undated photo of the device was provided for review and confirms the reported suture breakage. No relevant supporting clinical information has been provided to assist with a clinical investigation. Should any additional clinical information be provided this complaint will be re-evaluated. Factors that could have contributed to the reported event include: (1) excessive force. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: h3, h6: a device deficiency was identified; however, the root cause of the reported event could not be determined since the device was not received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the suture must comply with the straight pull braid strength requirements . A clinical review states that one undated photo of the device was provided for review and confirms the reported suture breakage. No relevant supporting clinical information has been provided to assist with a clinical investigation. Should any additional clinical information be provided this complaint will be re-evaluated. Factors that could have contributed to the reported event include: (1) excessive force. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.